Event description:
As a patient was using the tap ii device, the patient woke up and felt the upper appliance loose. The patient removed the appliance and found the hook loose in their mouth and the adjustment screw was missing. The patient has had the appliance for over 4-5 years.